Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log into pyxis es server and machines were on critical override (co). A technical support specialist (tss) dialled into the server, then checked sql server management studio (ssms) but there were no issues with communication, then checked the services and all were working. Then the tss login to patient encounter system (pes) and all the stations were in current time. Then the tss dialled into the stations and confirmed that the station was not in co. Then checked the logs, it was communicating with the server. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was unable to login. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this event.